Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in mosaiq.

Event description:
It was reported that the customer is unable to copy a careplan to create a new one. The careplan information cannot be changed and stays in a pending status. The approved careplan can still be applied to patient when it should be voided. Based on the available information, there was no report of mistreatment.